Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high glucose results from an abbott diabetes care (adc) device. The customer received unspecifed higher sensor scan results compared to readings obtained on a built-in precision meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced symptoms of sweating, unresponsiveness and a loss of consciousness. They were initially able to self-treat by self-injecting insulin; however, they soon began to experience the aforementioned symptoms. The customer was taken to the hospital where a healthcare professional (hcp) performed a blood sugar measurement, inserted an intravenous access, measured blood pressure, and performed an electrocardiogram (ECG). The customer was diagnosed with hypoglycemia. A reading of "149 mg/dl" was obtained from an hcp meter. There was no report of death or permanent impairment associated with this event.